Event description:
It was reported that during the implant procedure, the right ventricular lead had low impedances, no sensing, no capture and there was a suspected fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the inner insulation was torn. It was noted that all conductors were distorted, the distal conductor was distorted, the distal conductor was fractured (overstress), the inner insulation was kinked buckled, the helix/lobe was distorted/bent, there was blood in/on helix/lobe mechanism, the lead was stretched, and appeared to be damaged at implant. The lead has been stretched, causing the inner insulation to tear out of the connector, causing electrical contact between the conductors, and the inner tubing is buckled. The lead was damaged at implant. Photographs were taken.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.